Manufacturer narrative:
Unit had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Unit had cracked reservoir tube. Unit also had physical damage to the retainer causing the retainer to be out of round shape. The test p-cap and reservoir will not lock in place in the reservoir compartment due to the out of round shape retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.